Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. Early in the procedure, when advancing an unspecified balloon over the balance middleweight guidewire (gw), there was resistance moving the balloon. The guide wire was withdrawn, and a break was noted. The gw did not separate in two and nothing was left in the patient. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was unable to be confirmed; however, the shaping ribbon was noted to be bent proximal to the tip ball. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported break, as it was unable to be confirmed by return analysis. Additionally, there was no reported damage noted to the device during the inspection prior to use, the investigation determined the noted guide wire damages (bent shaping ribbon) appears to be related to circumstances of the procedure, as it is likely due to inadvertent mishandling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.